Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The pump reset information was provided, and the customer was assisted in resetting the pump. The malfunction code did not recur, and the customer was instructed to continue using the pump and to call back if any issues resurfaced.